Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: at call back on (B)(6) 2017, the customer stated she was feeling well and did not currently have any diabetic symptoms. Customer stated no medical attention was needed since the last call. The customer performed blood test with the truemetrix meter and obtained result of 271 mg/dl.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 218, 298 and 303 mg/dl. The customer's expected fasting blood glucose test result is 200 mg/dl. At the time of the call on (B)(6) 2017, the customer felt well and did not report any symptoms. Customer did advise that she has not been checking her blood glucose on a regular basis and went to the ER on (B)(6) 2017. Customer stated that prior to going to the ER her blood glucose was 376 mg/dl; customer did not disclose whether result was fasting or non-fasting. Customer stated; when I went to the ER, I was administered 4 units of insulin and given a bag of h2o for rehydration. Customer stated that when she was released from the ER, her blood glucose level was 301 mg/dl and was advised to see her medical doctor. Customer stated that she is doing much better and feeling well. Customer was unable to perform a back to back blood test during the call on (B)(6) 2017 as she was not at home at the time. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/23/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 218mg/dl (B)(6) 2017 04:57 pm fasting:yes; 298mg/dl (B)(6) 2017 01:21 pm fasting:yes; 303mg/dl (B)(6) 2017 11:20 am fasting:yes; 256mg/dl (B)(6) 2017 10:28 pm fasting:yes; 344mg/dl (B)(6) 2017 06:57 pm fasting:yes. Memory concerns:customer is concerned with the results of 218, 298, 303, 256 and 344 mg/dl.